Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 49, 179 and 180 mg/dl. Tests were done within 11-20 minutes with a difference of 57%. Patient did not experience any adverse events. No further information has been reported.